Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a false positive cefoxitin screen result for staphylococcus aureus while testing a patient isolate using the vitek® 2 ast-gp67 test kit (reference #22226, lot # 1321260213). The customer's isolate was not able to be submitted for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. A review of complaints did not indicate a trend for this card lot. Vitek 2 ast-gp67, lot 1321260213 met final qc release criteria. The lot passed qc performance testing. No further investigation could be performed without the isolate for investigational testing. See h10 for addtl mfg narrative.

Event description:
A customer in the united states notified biomérieux of obtaining a false positive cefoxitin screen result for staphylococcus aureus while testing a patient isolate using the vitek® 2 ast-gp67 test kit (reference #22226, lot # 1321260213). Ast-gp67 results: cefoxitin screen: positive. Oxacillin: mic = 0.5. Alternate method results: pbp2a: negative. No repeat testing was performed. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.